Event description:
The customer reported that the vertical lift column on the 9800 system would not work during a case. The 9800 system had no image and the touch screen monitor would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The interconnect cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.